Manufacturer narrative:
Block h6: imdrf code a140101 captures the reportable event of balloon failure to deflate.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the cecum during a colonoscopy procedure performed on (B)(6), 2023. During withdrawal, after the physician dilated the stricture using the balloon, the technician proceeded to deflate the balloon to remove it from the scope. However, the balloon could not be deflated completely. The physician removed the scope from the patient and the balloon had to be cut to be removed from the scope. The procedure was completed with the original device at this time. There were no patient complications reported as a result of this event.